Event description:
A customer's mother reported that her daughter obtained high readings on her freestyle freedom meter. It was reported that the customer's friend took the customer's reading and obtained a reading of 6.8mmol/l, which was higher than the customer felt. The blood sample was taken from the customer's wrist, which had not been washed prior to the sample being taken. It was reported that as the customer was feeling "low" and she took dextrasol and then collapsed into a seizure on the floor and lost consciousness. Paramedics were called and the customer was given a sandwich and some coke. No further medical treatment was documented. There was no report death or permanent impairment in this case.

Manufacturer narrative:
The product has been received and investigated and the complaint is not confirmed. No new issues were observed and no errors were found during control solution testing.